Event description:
The user facility reported that the device overheated and leaked, resulting in a burn to the patient's mouth. Attempts have been made to obtain additional information about the event and additional treatment; no further information has been received.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated and leaked, resulting in a burn to the patient's mouth. Attempts have been made to obtain additional information about the event and additional treatment; no further information has been received.